Event description:
It was reported that the customer experienced high blood glucose of 576 mg/dl; treated with manual injection. Customer's mother believes there is a delivery anomaly. The insulin pump is over delivering a lot of the times but at the moment, the status screen showed more insulin in the reservoir than what is in there. The customer has been dangerously low multiple times and has gone into diabetic ketoacidosis previously as well. Customer was unavailable to troubleshoot at the time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.